Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying pacing threshold measurements and diaphragmatic stimulation. Additional information indicated that the lead tip had perforated into the pericardial space. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.